Event description:
Following surgery, the pad was placed over surgical site. The cold pack pad ruptured and leaked causing the dressing over the surgical site to become wet. Subsequently, the pt developed an infection which required treatment.